Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported information.

Event description:
The rptr stated that the two to three inch graft that was being taken was not even on both edges. The dermatome was leaving a small strip on one edge that was still attached to the donor area. The surgeon stopped using the dermatome and the operating room nurse went to get another one. There was a delay of 5-7 minutes in surgery. Only one donor site was used (thigh). The pt was an adult burn pt who is doing well. In a follow-up call to the surgeon, he reported that he had experienced other malfunctions with integra dermatomes. They appear to be oscillating but when applied to the skin with any pressure, the oscillation fails and the device does not take a proper graft. This happens with all patient ages and skin types and with all calibrations for thickness. The devices are quite old and have been sent for service and repair in the past. Integra has requested the serial numbers of the devices to examine the repair and maintenance records. On occasions, a different donor graft site had to be used.